Manufacturer narrative:
The reported events of a connection problem, a separation failure, and device dislodgement could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure, poor current of injury was observed on the leadless pacemaker (lp) following fixation. The lp then dislodged from the implant position while it was still attached to the delivery catheter. The lp was removed and a new lp was implanted to resolve the event. The patient was stable.